Manufacturer narrative:
Result: foot board module.

Event description:
It was reported by service report that the bed has no power/missing plastic end modules from footboard, no sharp edges exposed. No patient involvement or adverse consequences are reported.